Manufacturer narrative:
Device analysis: the oad was returned without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. Examination of the area surrounding the accumulation did not reveal any damage that would have contributed to the accumulation. There was no damage observed with the oad that would have contributed to the reported event. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. An in-house guide wire was loaded through the device and passed through the area of adhered material without any resistance. When tested, the device spun at low and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. There was no damage observed with the handle assembly that would have contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation, the root cause of the perforation and subsequent patient death could not be determined. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was (B)(4) stenotic and was located in the right coronary artery (rca). The physician used a pinnacle 6fr introducer sheath, prowater guide wire, jr guide catheter, mini trek balloon exchange catheter and a xbrca guide catheter to access the lesion. The prowater guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed two runs, but the patient started to complain of chest pain. The oad was removed from the patient and angiography revealed a perforation. The physician attempted to resolve the perforation via balloon angioplasty and stent deployment, but the patient status continued to decline. The patient coded and went into ventricular fibrillation. Multiple medications were administered to the patient and emergency measures were taken, but the patient was unable to recover and expired during the procedure.